Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: fractured instrument. Review of event description: it was reported that the targeting device is broken (defective). Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the targeting device has been returned for an investigation. One of the retainer jaw has broke off completely and has not been returned. No other damages or deformations can be seen. Review of product documentation: inspection plan: characteristic no. 11 feature "visual control of 3d- measuring protocol¿ with scope of testing: 100%. Means of inspection: "visual". Surgical technique: it is important to attach the plate with both connection bolts on the targeting device, to ensure a secure connection and to avoid an overstrain of the retainer jaws. If these instructions as in the surgical technique lit. No. 06.01221.012 mentioned are followed, the applied force will be transferred only via the connection bolts, but not via the connection to the plate. Root cause analysis: root cause determination using rmw: instrument, breaks, deforms, diverge, or parts remain in wound due to inadequate design for intended performance. Not possible: a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument, breaks, deforms, diverge, or parts remain in wound due to mechanical properties of material insufficient. Not possible: a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Fracture of instrument due to general corrosion (crevice, pitting, galvanic). Not possible: no signs of corrosion visible. Instrument, breaks, deforms, diverge, or parts remain in wound due to inadequate design for intended performance: not possible: a systematic issue with design would have been detected as part of the issue evaluation assessment. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling: possible, as it cannot be excluded that the user was not familiar with the handling of the device and did not follow the surgical technique. Instrument breaks or deforms due to off-label / abnormal-use: possible, as it cannot be excluded that the user was not familiar with the handling of the device and did not follow the surgical technique. Conclusion summary: the targeting device has been returned for an investigation. One of the retainer jawhas broken off. The review of the DHR indicates that the instrument met all requirements to perform as intended. According to the surgical technique for the ncb femur system the plate should always be attached with both connection bolt to the targeting device, to ensure a secure connection and to avoid an overstrain of the retainer jaws. Like this the applied force will be transferred only via the connection bolts, but not via the connection to the plate. However, an exact root cause for the fracture of the instrument could not be determined the need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
It was reported that the instrument was defective during surgery.